Event description:
It was reported that stent damage occurred. The patient had pulmonary malignancy and superior vena cava compression. A 12mm x 90mm wallstent endoprosthesis stent self expanding was selected for use in the superior vena cava. During the procedure, digital subtraction angiography (dsa) showed that the stent had kink marks, which were confirmed after the stent was removed from the body. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1, initial reporter phone number: (B)(6). Device eval by manufacturer: the device was returned for evaluation. It was received sheathed, with the stent fully deployed from the delivery system. The stent was observed to be damaged. Visual and tactile inspection revealed no abnormalities at the distal tip of the device. However, an outer sheath kink was identified approximately 85 mm proximal to the distal tip.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Event description:
It was reported that stent damage occurred. The patient had pulmonary malignancy and superior vena cava compression. A 12mm x 90mm wallstent endoprosthesis stent self expanding was selected for use in the superior vena cava. During the procedure, digital subtraction angiography (dsa) showed that the stent had kink marks, which were confirmed after the stent was removed from the body. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.